Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device intermittently would shut off during modes selection. The complainant indicated that there was no pt involvement in the reported failure.